Event description:
It was reported that a patient underwent a sling procedure in the hammock position in 2008. During the procedure, the tape tore at the attachment to the fleece and when the surgeon pulled the release wire. The device was removed and the procedure was successfully completed with a different type of sling device.

Manufacturer narrative:
Date sent to the FDA: 08/01/2008. The product upon which this medwatch is based is anticipated. Once the product is received, any further information derived from the evaluation will be submitted in a supplemental 3500a form. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.